Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml at 0.48 mg/day) via an implantable pump. The pump's indication for use was listed as spinal pain. A confirmed pump flip was reported. During revision, it was found that the catheter was kinked. The catheter kinked due to pump flipping. It was unknown whether there was a suture/securing issue. The catheter was revised. The patient experienced increased pain. A supplemental report will be provided if additional information becomes available.

Event description:
Additional information was received from a healthcare professional and it was reported that the flipped pump was first noticed on (B)(6) 2015. The onset date for the volume discrepancy with the flipped pump was (B)(6) 2016. The diagnostics/ troubleshooting performed related to the flipped pump were a catheter dye study/ultrasound imaging to view the pump prior to the refill; catheter revision; and pump pocket revision. The cause of the flipped pump was noted to be "possible anchor detachment".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.